Event description:
It was reported that the device was found to be in safety core with pacing inhibition. Technical services (ts) was contacted, and ts discussed safety core parameters and recommended device replacement. The device and leads remain in service. No adverse patient effects were reported.